Event description:
A review of service data detected a reportable event. Upon servicing electrode belt sn (B)(4), the trunk cable connector pins were bent. The last patient to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon service investigation the trunk cable connector pins were bent, preventing the electrode belt from properly connecting to the monitor. The root cause of the bent pins was unable to be positively identified, but was likely excessive force when connecting the electrode belt trunk cable connector to the monitor. No adverse event resulted from the bent connector pins. The last patient to use this belt did not report any deficiencies.